Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient had a hard fall and since then, they cannot control their bladder as well as before the fall. The patient feels like they are back to where they was before the stimulator. The patient feels like something is poking where leads are. The patient had moved into a new house and the sidewalk was uneven and took a tumble on their right side where the ins is and bruised their ribs. They said this happened about the end of (B)(6) or (B)(6) 2019. The patient also mentioned that in 2019 twice when they were interrogated at the doctor's office, they was on program 2 no matter what it shocked them and they jumps off their chair. It was recommended that they follow up with their healthcare professional to have the symptom checked to see if something got moved or damaged due to the fall.